Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 11-mar-2022. This spontaneous case was reported by a consumer and describes the occurrence of musculoskeletal pain ('severe arthralgia and myalgia') in a (B)(6) female patient who had essure (batch no. A06677) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced musculoskeletal pain (seriousness criterion medically significant), vertigo ("unexplained vertigo that lasted 1 month"), asthenia ("intense asthenia/ profound asthenia") and adenomyosis ("adenomyosis"), 11 months 3 days after insertion of essure. At the time of the report, the musculoskeletal pain, asthenia and adenomyosis had not resolved and the vertigo had resolved. The reporter provided no causality assessment for adenomyosis, asthenia, musculoskeletal pain and vertigo with essure. The reporter commented: event location type: patient's home. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of musculoskeletal pain ('severe arthralgia and myalgia') in a 49-year-old female patient who had essure (batch no. A06677) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced musculoskeletal pain (seriousness criterion medically significant), vertigo ("unexplained vertigo that lasted 1 month"), asthenia ("intense asthenia/ profound asthenia") and adenomyosis ("adenomyosis"), 11 months 3 days after insertion of essure. At the time of the report, the musculoskeletal pain, asthenia and adenomyosis had not resolved and the vertigo had resolved. The reporter provided no causality assessment for adenomyosis, asthenia, musculoskeletal pain and vertigo with essure. The reporter commented: event location type: patient's home. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kgs. Lot number: a06677 manufacture date:2012-05. Expiration date: 2015-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-mar-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.